Manufacturer narrative:
Device investigation narrative - one part number 72203299, a spider 2 tenet 7615, was received for evaluation on september 06, 2016 and confirmed to be serial number (B)(4). Included with the spider 2 were a footswitch and a battery. Functional testing was conducted with a fully charged battery. The battery indicator led was on but the unit would not activate. This confirmed the complaint. Further evaluation revealed the spider2 contained a blown fuse on its circuit board. The spider2 passed functional testing with a known good fuse installed. The results of the investigation have concluded an electrical failure associated with a blown fuse on the control board. The root cause for the blown fuse could not be determined; however, the fuse is intended to protect the electronics from current overload. The subject unit was released to distribution on or about july 18, 2014 with no indications of discrepancies and has been in service for over two years. No containment or corrective actions are recommended at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spider 2 limb positioner motor stopped working during the procedure. Patient positioning was maintained manually to complete the procedure. There was a delay of less than 30 minutes reported. There was no report of patient impact associated with this event.